Event description:
It was reported the pt has been experiencing pain at the ipg site for about three months. It was also reported the pt had back surgery in (B)(6) 2012. The sjm rep has scheduled a meeting with the pt.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.